Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na

Event description:
On (B)(6) 2017 the patient was re-hospitalized for heart failure and mr increased to 2. Additional treatment was not performed. No additional information was provided.

Manufacturer narrative:
The UDI is not available as the part and lot number was not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history and complaint history records could not be provided as the lot number was not provided. Based on the information reviewed, the reported patient heart failure, mitral regurgitation and hospitalization appear to be related to disease progression. The reported patient effects of recurrent mitral regurgitation and heart failure are known possible complication's listed in the mitraclip system instructions for use. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains implanted and will not be returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature: ¿utilization of intra-aortic balloon pump to allow mitraclip procedure in patients with non-coapting mitral valve leaflets: a case series¿.

Event description:
This is being filed to report heart failure, recurrent mitral regurgitation, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted that prior to the mitraclip procedure, an intra-aortic balloon pump was placed and the patient underwent a coronary procedure. The patient presented with heart failure symptoms. On 11/2/2016, three clips were successfully deployed, reducing mr to 1-2. There was no reported clinically significant delay in the procedure. On (B)(6) 2016, the patient's heart failure symptoms significantly improved and was discharged. On (B)(6) 2017, the patient was re-hospitalized for heart failure and mr increased to 2. Additional treatment was not performed. No additional information was provided.